Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit. The customer did not specify what repairs were performed. The equipment has been returned to normal.

Event description:
Customer reported oxygen supply disruptions. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.